Event description:
It was reported that stent damage occurred. Vascular access site was obtained via radial artery. The 47mmx2.5mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. Following pre-dilatation with an unknown 2.5/15 balloon catheter, a 2.50 x 48 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was noted that the tip of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.